Event description:
A baxter field service technician advised that a colleague device, product code dnm8151, serial # (B)(4) was serviced for a report of a battery issue. The date of incident and the process step are unknown. There was no report of patient injury/medical intervention. Patient involvement is unknown. The baxter field service technician repaired the device on site. As such, the device will not be returned to canadian technical services. The software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 5.08.92. Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed during on-site product evaluation. The root cause of this condition was assigned to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.